Event description:
The physician was deploying an endeavor sprint rapid exchange (rx) drug eluting stent to proximal lad during pci procedure using anchor balloon technique with the guidewire anchoring at first diagonal and lcx. The endeavor stent was delivered to the lad using a second wire and was deployed. When the physician attempted to withdraw the guidewire that was anchoring at the first diagonal it got stuck on the deployed stent and was broken. Percutaneous cardiopulmonary support (pcps) was inserted and thoracotomy procedure was performed to retrieve the broken wire and the endeavor stent. The user indicated that this event was procedural related in that the wires intertwined contributing to the event.

Manufacturer narrative:
Evaluation codes, results: caused by another device (procedural wires) related to operational context (anchor balloon technique); (none) device not returned for evaluation eval codes, conclusions: another device caused failure (procedural wires) operational context contributed to the event (anchor balloon technique). (B)(4).